Event description:
The surgeon reported to the sales rep that in a spinal surgery a mantis screw broke, a mantis blade broke and the hex end of the mantis rod snapped. The sales rep reported that whilst advancing the screw the surgeon used another instrument other than the screw driver to do one last turn by placing the long instrument in between the two blades. The sales rep reported that this caused excessive force to the blade snapping the tip of the blade and the tip of the screw/ blade interface. The sales rep reported that the hex end of the rod broke later on in the case while rotating it within the patient. The sales rep reported that all the broken pieces were easily removed. There was a slight surgical delay while the broken screw was removed. The sales rep reported that the broken rod was left in the patient as the surgeon confirmed that it would be ok. It was reported that in the surgeon¿s opinion no further action will be required at present.

Manufacturer narrative:
Visual inspection, functional inspection, and device history review visual inspection: the device failure is confirmed upon visual inspection. Tabs on both sides of the screw-head that serve as a mechanical connection to the blades are broken off. The breakage pattern is indicative of torsional overloading of the reduction blades because the tab breakages are on opposite sides of the tulip. Functional inspection: not applicable- the device function is clearly impaired based on the visual inspection. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. The mantis cannulated polyaxial screw 6.5x45mm failure (tab breakage) is confirmed upon inspection of the product. The failure caused a slight surgical delay and the fragments from the breakage were removed from the surgical site immediately. The cause of the failure (misuse) is explained in the event description. During screw insertion the surgeon used another instrument other than the screw driver to do one last turn. The surgeon placed another instrument in between the blades of the screw (using the blades as a cantilever) to try to manipulate the screw- this caused excessive torsional force to the blade snapping the tip of the blade and the tip of the screw/ blade interface. The pattern of the tab breakage also supports the failure under torsional loading as it is detailed in the event description.

Event description:
The surgeon reported to the sales rep that in a spinal surgery a mantis screw broke, a mantis blade broke and the hex end of the mantis rod snapped. The sales rep reported that whilst advancing the screw the surgeon used another instrument other than the screw driver to do one last turn by placing the long instrument in between the two blades. The sales rep reported that this caused excessive force to the blade snapping the tip of the blade and the tip of the screw/ blade interface. The sales rep reported that the hex end of the rod broke later on in the case while rotating it within the patient. The sales rep reported that all the broken pieces were easily removed. There was a slight surgical delay while the broken screw was removed. The sales rep reported that the broken rod was left in the patient as the surgeon confirmed that it would be ok. It was reported that in the surgeon's opinion no further action will be required at present.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.